Event description:
When physician tested the precise, it was noticed that it was not opening correctly. He asked for the back up precise. He decided to continue and while waiting he had already started to put the coupler and part of the vein on the precise. When the back up precise was available, the physician proceeded to release the precise. The precise got jammed on the vessel. He was able to get the precise off the vessel and noted a small tear in the vessel. The tear was repaired.